Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer stated, the oer-pro was in storage for an estimated 3 months and customer was informed that the oer-pro was not prepared for long term storage. Customer was with locating the section in the instruction manual for care and maintenance after long term storage. The customer indicated, a new container of endoquick was used, the detergent line was primed but customer was unable to draw out any endoquick. The customer also placed the detergent cap in a container of water and primed the detergent line and confirmed that he was unable to draw water out of the detergent dispenser. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. Fse flushed detergent tubing with hot water to remove dried detergent. Performed water line disinfection. Equipment repaired and verified according to original equipment manufacturer (OEM) instructions. Equipment functionality verified before leaving facility. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during maintenance, the endoscope reprocessor exhibited error e95 indicating no detergent error code. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e95 could not be determined. Preventative measures for the event is described in the instructions manual in "section 7.16: preparing the reprocessor for long-term storage." Olympus will continue to monitor field performance for this device.